Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 25aug2020 and investigated on 28aug2020. Signs of clinical use and evidence of blood were observed. Blood was present in the delivery device, indicating deployment into the aorta. Blood was also observed on the loading device. The blue slide lock was dis-engaged and the plunger was completely depressed. The anchor and tension spring assembly were not returned for investigation. Measurements were unable to be taken; the inner delivery tube contained a heavy amount of dried blood/tissue. Based upon the received condition of the device, the reported complaint for "fitting problem" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID#: (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.